Event description:
It was reported that during pre use check , the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the balloon for 4 hours, checked the safety disk, performed all manifold tests, and tested the balloon on normal mode for 4 hours as well. But, the reported issue was not able to be reproduced. The unit passed all functional and safety checks. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.